Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Analysis was unable to confirm reported allegation. The lead passed electrical testing. The lead tip and helix appears intact and undamaged.

Event description:
Boston scientific received information that this right atrial lead dislodged from the heart tissue. Surgical intervention was needed to resolve the issue and this lead was explanted and replaced. There were no additional adverse patient effects reported.